Event description:
During a cataract extraction procedure, the surgeon reported a capsular tear that resulted in an unplanned vitrectomy. The patient was referred to a retina specialist. The surgeon believed he used the incorrect settings and asked the phaco specialist to modify the settings. The surgeon did not believe the amo equipment contributed to the event.

Manufacturer narrative:
Patient date of birth is unknown as it was not provided. Patient gender is unknown as it was not provided. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.